Event description:
The infusion pump changed infusion rates. The pump was programmed at 24 ml/hr and was found soon after with a displayed rate of 200 ml/hr. The pump was reset at 24 ml/hr and then infused fine. Later the pump rate was programmed to 18 ml/hr. A short time afterwards the pump was found operating at 100 ml/hr. The infusion pump was removed from use. No pt injury resulted.